Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. Two 4fr sl powerpicc solo catheters were returned for evaluation. The returned product samples were evaluated and a longitudinal split in the catheter body just distal to the molded joint in both samples. The surfaces of both of the observed splits were observed to be mostly flat, but uneven and granular in texture. No evidence was observed during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that PICC line had to be exchanged for holes in the catheter. No other information was provided.

Event description:
It was reported by customer that PICC line had to be exchanged for holes in the catheter. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.